Event description:
Info received indicates the casters are still ratcheting from side to side after the brake is set.

Manufacturer narrative:
The tech replaced the left head and foot casters to repair the stretcher.